Event description:
It was reported to philips that the heartstart xl defibrillator shock was not delivering with internal paddles. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.